Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). UDI: (B)(4). Product evaluation investigation is complete. This submission is an initial final report. Current repair. Product evaluation. Product review of the electric dermatome sn(B)(4) by flextronics on 24 march 2020 revealed that the insulation of the cable was damaged. Two width plate screws were also missing, the unit failed the voltage test, and there were some traces of corrosion on the motor. Product repair. Repair of the device was performed by flextronics on 25 march 2020 which included replacement of the following: motor (pn006001810498, ln64581593), width plate screws (pn00880300110, ln6439468)-2, spring seal (pn06001810382, ln64155089), plug harness assembly (pn06001810500, ln64425976) the device, serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there is a functional defect electric dermatome (B)(4). Break in the cable. The event occurred during technical control. There was external damage to the sheathing only with no exposed wires. At product evaluation investigation missing width plate screws was discovered. No adverse events were reported as a result of this malfunction.